Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and low blood glucose level. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels were low. The patient had administered an insulin bolus after dinner. Due to feeling dizzy in the middle of the night the patient had gone to get apple juice and fell hitting their head. Once the patient was able to get up from the fall they had experienced headaches, dizziness and vertigo. Once at the hospital the patient was diagnosed with a contusion. The patient was in the hospital for 3 days of observation. No additional information is available as to this event.